Event description:
It was reported that the patient received inappropriate therapy due to lead dislodgement. X-ray showed dislodged lead. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.